Event description:
--

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had encounter syncopal episodes and had reported receiving shocks. Upon device interrogation, it was revealed that this patient had received anti-tachy pacing. No further effects were reported.

Manufacturer narrative:
Resolution has been requested from the field representative. To date, nothing further has been received. Should additional information become available, this event will be updated.

Manufacturer narrative:
Further information from the field representative noted that upon device interrogation the device successfully terminated rhythm with atp and no shocks were required. After further device testing in the clinic the device was found to be functioning properly and there were no allegations against device. However, the cause of syncope was not determined. This patient is also a diabetic. In speaking with the clinic the representative was also made aware that two months prior the patient did have another syncopal episode. A shock was required to terminate the rhythm which was appropriate. Device based testing was also performed with normal device function. No further patient effects were reported. Should additional information become available this event will be updated.